Manufacturer narrative:
The following information has been updated/corrected: d.4. Medical device lot #: 9261725. D.4. Medical device expiration date: 2024-08-31. H.4. Device manufacture date: 2019-11-28.

Event description:
It was reported that an unspecified number of needles 21ga 1-1/4in lax experienced damaged or open unit packages/seal where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: client is listing a series of problems that are described below: contamination / two needles in the same blister / cut out of material in the needle's canopy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9261724 . Medical device expiration date: 2024-08-31. Device manufacture date: 2019-11-12. Medical device lot #: 9261725. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-11-28. Medical device lot #: 9261726. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-11-12. Medical device lot #: 9261728. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-11-22. Medical device lot #: 9261730. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-11-22. Medical device lot #: 9287210. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-12-04. Medical device lot #: 9287213. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-12-16. Medical device lot #: 9287215. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-12-04. Medical device lot #: 9238098. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-09-23. Medical device lot #: 9238107. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-09-30.

Event description:
It was reported that an unspecified number of needles 21ga 1-1/4in lax experienced damaged or open unit packages/seal where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: client is listing a series of problems that are described below: contamination / two needles in the same blister / cut out of material in the needle's canopy.

Event description:
It was reported that an unspecified number of needles 21ga 1-1/4in lax experienced damaged or open unit packages/seal where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: client is listing a series of problems that are described below: contamination / two needles in the same blister / cut out of material in the needle's canopy.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/7/2020 . H.6. Investigation: samples and photo received for investigation, upon observation two needles are present inside the packaging. Possible root cause is vision camera failure. During the documentary review of the lots reported by the client, no quality notification records were found that could cause the reported defect, the number of defective parts is within the acceptance criteria for this defect. As corrective action, vision camera test will take place to verify the detection of multiple units in a package. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The number of defective parts is within the acceptance criteria for this defect.